Event description:
It was reported that the patient underwent a study and had their device disabled for the study. Once the study was completed, the patient's device was turned back on. But the day afterwards the patient began to experience consecutive seizures resulting in a fall and its being suspected that the patient's device was not properly re-activated. Additional information received noting that the patient's device was never disabled by setting the output current to 0 but instead it was disabled by using the magnet. The cause of the seizures remains unknown, but it is suspected to be due to the patient's device being temporarily deactivated but this was not confirmed. The increase in seizures were above pre-vns baseline levels after the exam and no intervention has been taken/planned. All values were within normal limits for the patient. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.